Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (2) MFR # 2029046-2023-02652 for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) cardiac ablation procedure which included the use of a thermocool® smart touch® sf bi-directional navigation catheter and a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium experienced cardiac tamponade treated with a pericardiocentesis and extended hospitalization. It was reported by the caller that they were notified of a patient who had a pericardial effusion post-procedure. The effusion was noted after the procedure was completed on (B)(6) 2023. There was a small effusion noted using intracardiac echocardiography (ice) imaging at the end of the procedure. The effusion did not increase and the patient was sent to her room, where a transthoracic echo was performed later that evening, and an effusion was confirmed. A pericardiocentesis was performed, with 500 ml removed. The patient required extended hospitalization because of the adverse event. The physician's opinion on cause of the event was possibly due to the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the baylis nrg transseptal needle being too posterior in the right atrium (ra) during multiple transseptal attempts. Correct settings were utilized on devices, no error messages on equipment and no evidence of steam pop occurred. The patient was stable and has since been discharged home. The patient fully recovered with no residual effects. This event was assessed as MDR reportable under both the thermocool® smart touch® sf bi-directional navigation catheter and the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium.